Event description:
Correction from initial report. The initial implant surgery was 12/02. The follow-up visit during which the surgeon noted a decrease in the pt's visual acuity was the end of january, 2003.

Event description:
Following intraocular lens (iol) implant surgery on, they noticed small superficial cracks in the iol. Although the pt did not report any change in their vision, during a follow up visit, the surgeon noted the pt's visual acuity had decreased 10%.